Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during patient transport, the cardiosave intra-aortic balloon pump (iabp) unit was not recognizing bp cable. While transporting patient, display indicated no bp cable connected even though customer had transducer/cable connected to unit. Cables were switched and got bp signal back and transported patient without issue. Once off patient, user confirmed no bp signal again with older cable. There was no patient harm.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse isolated the issue to the faulty blood pressure adapter cable. The fse installed a spare adapter cable supplied by the customer. There were no further issues with the unit recognizing the blood pressure transducer cable. The fse performed functional testing and safety checks. The iabp was returned to the customer.

Event description:
N/a